Event description:
In a journal article, the authors presented the results of a retrospective study which compared the outcome of iris fixation of subluxated intraocular lenses. This study was compromised of forty four consecutive cases of subluxated iols that underwent iris fixation of the lens. The indications for surgery were imminent iol dislocation to the vitreous, decreased visual acuity, and severe halo or glare that was associated with the subluxation itself. Following fixation, all eyes underwent anterior vitrectomy with removal of capsular remnants and lens proliferations. During the study period, there was one failed suture that necessitated iol explantation and a secondary implantation of an anterior chamber iol; therefore, this eye was not included in the statistical analyses of visual acuity improvement and induction of astigmatism. This eye was, however, included in the analysis of complications. Four eyes in the study had corneal decompensation at the time of the iol dislocation, and necessitated a penetrating keratoplasty or descemet stripping automated endothelial keratoplasty (dsaek) following iol fixation. Hemorrhagic complication in this study were uncommon. A total of six intraoperative hemorrhagic events occurred during this study, all had a component of intraoperative hyphema, which occurred during iris manipulation. Other hemorrhagic events were subconjunctival hemorrhages (five pts) and mild spillover anterior vitreous hemorrhages (four pts). None of the pts had suprachoroidal hemorrhages. The eye with the failed suture developed intraoperative hyphema and a dense vitreous hemorrhage that later necessitated pars plana vitrectomy. That pt had also developed chronic cystoid macular edema. Ocular hypertension or glaucoma was identified in seventeen eyes postoperatively, seven of which were new cases; then were diagnosed prior to surgery. These conditions were aptly controlled under optical treatment. Twenty one eye had either an oval or irregular a partially dilated pupil. In spite of iris manipulation and iris suture, persistent postoperative uveitis was uncommon. A single pt developed intermediate uveitis and cystoid macular edema approx one year after iol fixation. No femoral relation could be found between the iol fixation and the occurrence of the events and it was felt by the authors reasonable to assume that iol fixation did not induce the inflammatory reaction. The authors reported that the eyes that had corneal decompensation which had progressed, had complicated cataract extractions to begin with. The fixation was performed as a bridge prior to definitive corneal transplantation, either full thickness or lamellar. The authors concluded that iris fixation of subluxated iols may be a useful method for treating iol subluxation in settings where the iol has not subluxated into the vitreous. Overall, the results suggest that iris fixation should be considered in suitable cases of iol subluxation.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough info was provided from the account for further investigation. Additional info has been requested. Michaeli, adi, soiberman, uri, lowenstein, anat, outcome of iris fixation of subluxated intraocular lenses. Graefes arch clin exp ophthalmol (2012) 250: pgs 1327-1332. (B)(4).